Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the popliteal artery. The target lesion was located in the occluded right superficial femoral artery (sfa). A truepath cto device was used to cross the occluded lesion however the truepath was unable to stay in the true lumen. Multiple shaped support catheters were used and shaping of the truepath was attempted but the device could only be advanced sub-intimal. A unknown wire was successfully advanced in the sub-intimal to the end of the occluded lesion. The physician attempted to re-enter the true lumen with the wire but was unsuccessful. The 3.0x40mm 80cm wanda balloon was then advanced for sub-intimal angioplasty. Multiple inflations were performed successfully in the highly calcified lesion; however the balloon ruptured at 6 atm. The procedure was not completed due to excessive calcification and inability to re-enter the true lumen. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the popliteal artery. The target lesion was located in the occluded right superficial femoral artery (sfa). A truepath cto device was used to cross the occluded lesion however the truepath was unable to stay in the true lumen. Multiple shaped support catheters were used and shaping of the truepath was attempted but the device could only be advanced sub-intimal. A unknown wire was successfully advanced in the sub-intimal to the end of the occluded lesion. The physician attempted to re-enter the true lumen with the wire but was unsuccessful. The 3.0x40mm 80cm wanda balloon was then advanced for sub-intimal angioplasty. Multiple inflations were performed successfully in the highly calcified lesion; however the balloon ruptured at 6 atm. The procedure was not completed due to excessive calcification and inability to re-enter the true lumen. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the distal edge of the distal markerband and it extended proximally for 2cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).